Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: not in right tube / unknown location') and pregnancy with contraceptive device ('pregnancy (termination)') in a (B)(6) female patient who had essure (batch no. A73751) inserted for female sterilization and female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective/ failure to occlude (close) fallopian tube(s)". The patient's medical history included multigravida, parity 2 (date: (B)(6) 1998, (B)(6) 2005), therapeutic abortion ((B)(6) 1994), spontaneous abortion ((B)(6) 2003), spotting vaginal and cramp in lower abdomen. Concurrent conditions included gerd and dysfunctional uterine bleeding. Concomitant products included ethinylestradiol;norgestimate (sprintec), intrauterine contraceptive device (paragard), medroxyprogesterone and omeprazole. On (B)(6) , the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), pelvic pain ("physical pain/ pain pelvic/ pain/ pelvic area"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2014, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 1 year after insertion of essure. On (B)(6) 2014, the patient experienced device dislocation (seriousness criterion medically significant). The patient was treated with paracetamol (acetaminophen). At the time of the report, the device dislocation, pregnancy with contraceptive device, menorrhagia, pelvic pain, vaginal haemorrhage, depression and anxiety outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as therapeutic abortion. The reporter considered anxiety, depression, device dislocation, menorrhagia, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: the plaintiff states that she is currently planning for essure removal. There were 2 coils seen protruding into the endometrial cavity from the right as. There were 3 coils seen in the endometrial cavity. 1 did perform fluoroscopy throughout the pelvis and abdomen and no displaced essure device is evident within the abdomen. It appears that the device was expel .led. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Pregnancy test urine - on (B)(6) 2013: negative. Most recent follow-up information incorporated above includes: on 3-jul-2019: plaintiff fact sheet and medical records received : lot number. Incident category updated events added- pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, depression, anxiety, device ineffective, device dislocation. Medical history and concurrent medical conditions added. Lab details added. Treatment and concomitant product added. Reporter information, patient details, product indication updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: not in right tube / unknown location'), pregnancy with contraceptive device ('pregnancy (termination) ') and genital haemorrhage ('bleeding: general abnormal bleeding') in a 37-year-old female patient who had essure (batch no. A73751) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective/ failure to occlude (close) fallopian tube(s)". The patient's medical history included multigravida, parity 2 (date: (B)(6)1998, (B)(6)2005), therapeutic abortion (B)(6)1994), spontaneous abortion (B)(6)2003), spotting vaginal and cramp in lower abdomen. Concurrent conditions included gerd and dysfunctional uterine bleeding. Concomitant products included ethinylestradiol;norgestimate (sprintec), intrauterine contraceptive device (paragard), medroxyprogesterone and omeprazole. On (B)(6)2013, the patient had essure inserted. In (B)(6)2013, the patient experienced pelvic pain ("physical pain/ pain pelvic/ pain/ pelvic area"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression/psych injury") and anxiety ("psychological or psychiatric problems condition: mental anguish/psych injury"). On (B)(6)2014, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 1 year after insertion of essure. On (B)(6)2014, the patient experienced device dislocation (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("pain: pelvic/ abdominal"). The patient was treated with paracetamol (acetaminophen). Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, genital haemorrhage, pelvic pain, abdominal pain, menorrhagia, vaginal haemorrhage, depression and anxiety outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as therapeutic abortion. The reporter considered abdominal pain, anxiety, depression, device dislocation, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: there were 2 coils seen protruding into the endometrial cavity from the right as. There were 3 coils seen in the endometrial cavity. 1 did perform fluoroscopy throughout the pelvis and abdomen and no displaced essure device is evident within the abdomen. It appears that the device was expelled. Patient received treatment for genital bleeding and migration. As per pfs, frd (B)(6)2019), the plaintiff was planning for essure removal. Pregnancy with complication was reported but it was not specified. No additional pregnancy case should be created as in the previous pfs, just one pregnancy was claimed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Pregnancy test urine - on (B)(6)2013: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received- new events abdominal pain and general abnormal bleeding were added. After internal review, event therapeutic abortion was deleted. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: not in right tube / unknown location') and pregnancy with contraceptive device ('pregnancy (termination)') in a 37-year-old female patient who had essure (batch no. A73751) inserted for female sterilization and female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective/ failure to occlude (close) fallopian tube(s)". The patient's medical history included multigravida, parity 2 (date: (B)(6) 1998, (B)(6) 2005), therapeutic abortion ((B)(6) 1994), spontaneous abortion ((B)(6) 2003), spotting vaginal and cramp in lower abdomen. Concurrent conditions included gerd and dysfunctional uterine bleeding. Concomitant products included ethinylestradiol; norgestimate (sprintec), intrauterine contraceptive device (paragard), medroxyprogesterone and omeprazole. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), pelvic pain ("physical pain/ pain pelvic/ pain/ pelvic area"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2014, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 1 year after insertion of essure. On (B)(6) 2014, the patient experienced device dislocation (seriousness criterion medically significant). The patient was treated with paracetamol (acetaminophen). At the time of the report, the device dislocation, pregnancy with contraceptive device, menorrhagia, pelvic pain, vaginal haemorrhage, depression and anxiety outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as therapeutic abortion. The reporter considered anxiety, depression, device dislocation, menorrhagia, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: the plaintiff states that she is currently planning for essure removal. There were 2 coils seen protruding into the endometrial cavity from the right as. There were 3 coils seen in the endometrial cavity. 1 did perform fluoroscopy throughout the pelvis and abdomen and no displaced essure device is evident within the abdomen. It appears that the device was expelled. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Pregnancy test urine - on (B)(6) 2013: negative. Lot number: a73751, manufacture date: 2012-11, expiration date: 2015-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jul-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.